Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited post paced t wave oversensing. Programming changes were made. The patient was stable.